Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that approximately 2 hours post-implant, this right ventricular (rv) lead exhibited undersensing with decreased pace impedance measurements and r-wave amplitudes. An x-ray was obtained indicating the rv lead was fully tensioned when the patient would stand upright. Based on the observed changes and tension on the lead, a microdislodgement of the lead tip was suspected. A revision procedure was subsequently performed wherein the rv lead was repositioned and slack to the right atrial (ra) lead adjusted. No adverse patient effects were reported. This system remains in service.